Event description:
The customer contact reported smoke and charring of the ac power cord. The pump was plugged into a power strip in the pt's room of charging; however, the pump was not in use. After an unspecified length of time, it was reported the clinician noted "smoke emanating from the power cord." The clinician unplugged the power strip from the ac outlet. There were no reported adverse effects to the pt or the clinician. No medical interventions were required. The pt was transferred to another room. The device was removed from clinical service. During testing at the user facility, it was noted that there was a "burnt-out hole on the bridge" on the male end of the power cord and "the power cord is burnt from the inside out." Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)